Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Study description: (B)(4), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). Patient's medical history included menstrual pain. Her last menstrual period occurred on (B)(6) 2009. On (B)(6) 2009, essure was inserted. General anesthesia was used. Uterine conditions were normal. Her uterus is not retroverted. Ostium visualization was not possible in both sides; however the insertion was successful with one insert used in each side. Cervix dilatation was performed with dilator. Patient used postoperative analgesics. She came back due to atrocious pain. Major post-operative pain began after inserts placement (48 hours later). Hospitalisation occurred with perfalgan, nsaid and morphine. Hysterosalpingography (hsg) and pelvic ultrasound were performed and showed inserts were well placed. Laparoscopy at day 21 after essure placement for bilateral salpingectomy. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2015 for the following meddra preferred term: procedural pain. The analysis in the global safety database revealed 168 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in observational company-sponsored study, had essure (fallopian tube occlusion insert) inserted and two days after placement experienced major post procedure pain. This event is serious due required intervention and medical importance and listed in the reference safety information. Pelvic pain is expected during or following essure insertion. In this case, the insertion was difficult due to poor visualization but bilateral placement was achieved. The patient returned 48 hours later with major post-operative pain. She was hospitalized, ultrasound and hysterosalpingogram were done and showed the devices were in good position. A couple of weeks after insertion, bilateral salpingectomy was performed. Considering the close temporal relationship the event is assessed as related to essure use. Since required intervention was reported, this case is regarded as incident. Technical analysis concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow-up information received on 21-apr-2016: a new reporter was added and the patient demographic data was updated. She was not pregnant. On (B)(6)-2009 the essure was removed and the patient recovered from the major post-procedure pain. No further information was provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-apr-2016 for the following meddra preferred terms: procedural pain. The analysis in the global safety database revealed (B)(4) cases. Salpingitis. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6)-year-old female patient, who was involved in an observational company-sponsored study, had essure (fallopian tube occlusion insert) inserted and two days after placement experienced major post procedure pain. She was submitted to a laparoscopic bilateral salpingectomy at day 21 after essure insertion. Microscopic investigation of fallopian tubes revealed mild bilateral non-specific salpingitis. These events are serious due hospitalization and intervention required and are listed in the reference safety information. Pelvic pain can occur during or following essure insertion. In this case, the insertion was difficult due to poor visualization but bilateral placement was achieved. The patient returned 48 hours later with major post-operative pain. She was hospitalized; ultrasound and hysterosalpingogram were done and showed the devices were in good position. A couple of weeks after insertion, bilateral salpingectomy was performed and pathology report revealed a non-specific salpingitis. This salpingitis may have occurred due to the expected inflammatory process that occurs after essure placement, for tissue in-growth into and around the insert. Nevertheless, considering events nature and their close association with essure placement, they were considered as related to the suspect insert. Since device removal was required, this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Updated product technical complaint (ptc) investigation and final assessment were received on 21-jan-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-jan-2016 for the following meddra preferred terms: procedural pain. The analysis in the global safety database revealed (B)(4) cases; salpingitis. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causallity comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study, had essure (fallopian tube occlusion insert) inserted and two days after placement experienced major post procedure pain. She was submitted to a laparoscopic bilateral salpingectomy at day 21 after essure insertion. Microscopic investigation of fallopian tubes revealed mild bilateral non-specific salpingitis. These events are serious due hospitalization and intervention required and are listed in the reference safety information. Pelvic pain can occur during or following essure insertion. In this case, the insertion was difficult due to poor visualization but bilateral placement was achieved. The patient returned 48 hours later with major post-operative pain. She was hospitalized; ultrasound and hysterosalpingogram were done and showed the devices were in good position. A couple of weeks after insertion, bilateral salpingectomy was performed and pathology report revealed a non-specific salpingitis. This salpingitis may have occurred due to the expected inflammatory process that occurs after essure placement, for tissue in-growth into and around the insert. Nevertheless, considering events nature and their close association with essure placement, they were considered as related to the suspect insert. Since device removal was required, this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow up information received on 10-dec-2015 from investigator: laparoscopy report: two tubal resections 8 cm and 6.5 cm length were performed with systematic specimen collection. The microscopic investigation found the following: ramified fimbriae of one of the fallopian tube with congestive lamina propria dotted with a few lymphocytes. Many signs of inflammation were present in tubal lumen as well as in conjunctive tissue. Some sections did not show any sign of specific inflammation. The other fallopian tube was fringed with congestive fimbriae with not much increased lymphocytic infiltrate and rare multinucleate cells. Congestive subserosal mucosa was found. The conclusion was mild bilateral non-specific salpingitis. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-dec-2015 for the following meddra preferred terms: 1. Procedural pain. The analysis in the global safety database revealed (B)(4) cases. 2. Salpingitis. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6)-year-old female patient, who was involved in an observational company-sponsored study, had essure (fallopian tube occlusion insert) inserted and two days after placement experienced major post procedure pain. She was submitted to a laparoscopic bilateral salpingectomy at day 21 after essure insertion. Microscopic investigation of fallopian tubes revealed mild bilateral non-specific salpingitis. These events are serious due hospitalization and intervention required and are listed in the reference safety information. Pelvic pain can occur during or following essure insertion. In this case, the insertion was difficult due to poor visualization but bilateral placement was achieved. The patient returned 48 hours later with major post-operative pain. She was hospitalized; ultrasound and hysterosalpingogram were done and showed the devices were in good position. A couple of weeks after insertion, bilateral salpingectomy was performed and pathology report revealed a non-specific salpingitis. This salpingitis may have occurred due to the expected inflammatory process that occurs after essure placement, for tissue in-growth into and around the insert. Nevertheless, considering events nature and their close association with essure placement, they were considered as related to the suspect insert. Since device removal was required, this case is regarded as incident. Technical analysis concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.